Event description:
The rptr indicated that the peg bullet came off straightening the screw. The device was not implanted. There was not a pt involved in this event.

Manufacturer narrative:
Summary analysis: the corkscrew has been stretched. Examination of the remaining peg bullet and sheath reveal no defects in mfg that would account for the reported event.